Manufacturer narrative:
The company service representative examined the system and verified the reported event of no vitreous cutting but did not confirm the system message (sm) or irrigation issue. A fluidics module and fluidics controller printed circuit board (pcb) were shipped to the customer. Once the parts arrived onsite, the company service representative replaced the fluidics module and fluidics controller printed circuit board (pcb). The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The centurion fluidics module and the centurion fluidics controller pcb were received, and a visual assessment of the returned fluidics controller pcb revealed no obvious visual non-conformities. The fluidics controller pcb was then installed into a calibrated centurion system and turned on with no system messages generated at startup. The fluidics controller pcb was working as intended during surgical testing in sculpt mode and subsequently passed all functional tests. A visual assessment of the returned fluidics module revealed the pump motor¿s connector was nonconforming. The fluidics module was installed into a calibrated centurion system and system message (sm) [fluidics not available ¿ pump speed failure] displayed on the screen at startup. The original pump motor of the fluidics module was replaced with a known working pump motor. The module was then reinstalled into a calibrated centurion system and turned on without any system messages generated at startup. The module passed all functional tests after replacing the pump motor and no non-conformities were observed during surgical testing in sculpt mode. The root cause of the lack of vitreous cutting event can be attributed to external issues unrelated to the functionality of the system. The root cause of the irrigation issue and unspecified system message can be attributed to the nonconforming connector of the pump motor within the fluidics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic surgical console presented no irrigation, and the cutting was not working with a system message displayed. Procedure details and patient harm were not reported. Additional information has been requested but none received till date.